Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that he was having a product usability issue with his onetouch ultramini meter. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient stated that the alleged meter issue began at approximately 3.30 pm on (B)(6) 2016. The patient stated that he was unable to see the display on his device. The patient manages his diabetes with metformin and glipizide. Approximately 1 hour before the alleged meter issue began the patient developed the symptoms of "nausea", began "vomiting" and became "shaky" and "weak". At 3.45 pm the patients blood glucose was measured on another device (bayer contour) by his home help nurse with a reading of "63 mg/dl". In response to this and the patient's symptoms, the patient was treated by his home help nurse with food and drink at 4 pm. During troubleshooting the csr was able to confirm that the patient was unable to see the device due to poor vision as a result of a muscular degeneration disorder. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.